Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000218, unknown, ubd. A medtronic representative went to the site to test the equipment. The reported issue was confirmed to be due to left system tracker verification failure. The left tracker was recalibrated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. During a procedure there was navigation inaccuracy. The surgeon set the k-wire of approximately 1cm from target. The navigation system showed corrected settings. Following a second image acquisition, the imaging system and k-wire were confirmed to be away from target. The issue was determined to be due to the imaging system and not the navigation system used. The left tracker of the imaging system failed. The left tracker was recalibrated and the issue resolved. The procedure was aborted. The issue resulted in a procedure delay of less than one hour. The surgery was rescheduled.